Event description:
The customer called the sales rep for them to come in and demostrate how to assemble the stent and delivery system. The sales rep was unable to attend and his regional manager went. They began the procedure and manager stated that the nurse assembled the stent system and the guidewire was placed post dilatation. The device was then placed into the patient's mouth as the physician was unable to pass the delivery system thourgh the stricture, for it was still too tightly strictured. The physician then removed the stent delivery device completely from the pt. The doctor then reinserted and re dilated the stricture. When complete the scope was reinserted into the stricture. At that point another doctor in the room stated that by the fluoroscopic view the scope did not look like it was in the right spot. It appeared to be in the stomach. At that point the physician became concerned and did not believe that the stent was in the right spot. They then pulled the scope. The pt had trouble breathing and they had to begin CPR on the pt. And manager stated that they were able to resuscitate the pt. Corrective action taken. CPR had to be done on the pt and the case cancelled.